Event description:
Anchor breakage. It was reported that during the surgery, the anchor was broken off (as the photo shows), removed all the broken parts. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that healix peek 3.4mm is shown in used condition, biological matter can be observed over the anchor and shaft. The anchor was found broken in half. The overall complaint was confirmed as the observed condition of the healix peek 3.4mm would contribute to the complained device issue. Based on the investigation findings, procedural variables, such handling of the device or product interaction during procedure; axial misalignment or bending force was applied. As per IFU; inserting the awl/tap or drill bit less than the specified depth, axial misalignment or levering with the anchor upon insertion may result in anchor fracture. Do not apply a bending force to the inserter. This can damage the anchor or inserter tip. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H4: the device manufacture date was unknown UDI: (B)(4).